Event description:
The customer alleged that they have experienced intermittent no audio alarm incidents. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and replaced the audio alarm assembly as a precaution. The unit passed extened self testing. It is not verified that the alarm malfunctioned, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.